Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported a nurse heard noise coming from filter part of the v60 ventilator. Operational check was performed at biomed lab and the unit shut down. After the biomed turned it back on 5-6 times, the unit shut down again and then it was unable to be turned on again. There was no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician confirmed the reported issue. Operational check was performed but the unit did not start even though power button was pressed (cooling fan was operating). Review of the diagnostic log identified occurrence of auxiliary alarm supply failed and blower temperature high. Resolution and disposition: power management board was determined to be the cause. Pm board was replaced, then the unit started up and noise from blower was confirmed. However, a decision was made to cancel the repair based on the lease of unit coming to an end, and the unit will be scrapped.

Event description:
The international customer reported nurse heard noise coming from filter part of the v60 ventilator. Operational check was performed at biomed lab and the unit shut down, so the biomed turned the unit back on several times. After he/she turned it back on 5-6 times, the unit shut down again then was unable to be turned on from then on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.